Event description:
A report was received that the patient was experiencing difficulty locating the ipg with the charger. The patient had to apply pressure in order to connect the charger to the ipg. The patient underwent a pocket revision, during which, the physician elected to replace the ipg. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.